Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed staph infection one month post implantation and was prescribed oral antibiotics (date and duration not reported). The patient also underwent a surgical procedure to excise the infected soft tissue (date not reported). Subsequently the patient experienced skin overgrowth on the abutment, the patient underwent a second surgical procedure to suture the tissue down; during this time the patient was prescribed oral steroids. The skin overgrowth has re-occurred and the patient is now managing the site with topical antibiotics. The implanted device remains.